Manufacturer narrative:
(B)(6). Additional device product codes: nkb, mni, mnh, kwq. Partial lot number reported as 35028xxx. (B)(4). (Therapy date): implanted in 2011; exact date is unknown. Complainant device is not expected to be returned for manufacturer review/investigation. Without a specific lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had a t10-ilium posterior fusion with synthes universal spine system (uss) in 2011. At an unknown point in time patient¿s left rod between l5-s1 broke. The right rod was not broken. The patient was experiencing back pain. On (B)(6) 2017, the revision surgery was performed. Surgeon removed both rods and then replaced an unknown number of the uss screws in the t10-ilium construct. The screw sizes and quantity he removed are unknown. He then placed new rods and connected them with new uss nuts and collars (498.003 and 498.010). He successfully completed the procedure. Concomitant devices reported: 6.0 mm ti pre-contoured rod (right)(part # 04.600.016, lot # 35028xxx, quantity 1), unknown uss screws (part # unknown, lot # unknown, quantity unknown), ti collar with grooves (part # 498.011, lot # unknown, quantity 20), ti nut 11 mm width across flats(part #: 498.003, lot #: unknown, quantity: 20). This report is for one (1) 6.0 mm ti precontoured rod. This is report 1 of 1 for complaint (B)(4).